Manufacturer narrative:
Two batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery tray 4 was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. It passed visual inspection, no corrosion, expanding or leaking of batteries. Tray 7 passed bench testing with all batteries. All the fuses passed continuity testing. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000162, serial/lot #: (B)(4), ubd: 31-jul-2018, UDI#: (B)(4) ; product ID: bi71000163, serial/lot #: (B)(4), ubd: 31-dec-2030, UDI#: (B)(4) ; product ID: bi71000163, serial/lot #: (B)(4), ubd: 30-jun-2019, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was a battery failure. The battery trays were replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system during an inspection outside of a procedure. It was reported that when the imaging system was started, a "battery voltage critically low" error occurred. There was no voltage of 14. A battery failure was judged. Replacement of the battery trays was performed because low battery was displayed. Normal operation was confirmed. There was no patient involvement.